Event description:
It was reported that during a da vinci-assisted malignant hysterectomy procedure, the patient was trapping co2 and had to be repositioned to resolve the issue. The anesthesiologist had difficulty oxygenating the patient due to this event and were not able to properly ventilate the patient. The customer reported that they believe this event was caused by the da vinci insufflator evacuation port. The customer indicated that the patient was trapping co2 and that the insufflator pressure may have been preventing the staff from oxygenating the patient. The patient was reportedly fine post-operatively and were only observed longer than planned due to this event.

Manufacturer narrative:
An intuitive field service engineer (fse) was dispatched to the site to investigate the customer reported issue. The da vinci insufflator was replaced due to the reported event although no issues were documented with the insufflator during the fse's visit and testing. The da vinci system was tested and verified as ready for use. The da vinci insufflator was received for failure analysis investigations. The reported event was not replicated or confirmed. Upon visual inspection, no issues were found that would be related to the reported event. A insufflator functional test was performed and the unit passed all tests. Nothing seemed to be wrong with the insufflator and no air leakage was found.

Manufacturer narrative:
Updated fields: h2, h11. The surgeon noted that they set the flow to 40 when using the da vinci insufflator. The surgeon clarified that this event was the patient experiencing subcutaneous emphysema. She said two of the patients that experienced this event had to be hospitalized and observed until the subcutaneous emphysema was resolved.

Event description:
Refer to h11 for follow-up information.